Manufacturer narrative:
E1 complete information: (B)(6). This report is being filed on an international product, list number 07p60-77 that has a similar product distributed in the us, list number 7p60-21 / 31, with 510k/PMA/bla number k153730. Alinity I syphilis tp an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false negative alinity I syphilis tp results for one sample. The following results were provided: the patient was diagnosed with syphilis at another hospital. Sid (B)(6), initial result = 0.09 s/co, repeat result = 0.05 s/co roche result = positive, tppa result = questionable (no specific roche or tppa results provided) no impact to patient management was reported.

Manufacturer narrative:
Additional information in section d10. Concomitant product: the complaint investigation for false negative alinity I syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing, and return sample analysis. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I syphilis tp assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 77505be01. The device history record review did not show any nonconformances, potential nonconformance, or deviations associated with the lot number and complaint issue. Return sample analysis of the returned specimen sample (sid (B)(6)) was tested with the following results: alinity I syphilis tp: 0.07 s/co (non-reactive), mikrogen recomline treponema igm: negative (no reaction), mikrogen recomline treponema igg: negative (no reaction). Testing was performed using a retained reagent kit of alinity I syphilis tp reagent lot 76538be01 as the complaint lot 77505be01 was not available for testing. In-house testing of a retained reagent kit of the lot 77505be00 which contains the same bulk reagent as the complaint lot 77505be01 was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp for lot number 77505be01 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false negative alinity I syphilis tp results for one sample. The following results were provided: the patient was diagnosed with syphilis at another hospital. Sid (B)(6): initial result = 0.09 s/co, repeat result = 0.05 s/co. Roche result = positive, tppa result = questionable (no specific roche or tppa results provided). No impact to patient management was reported.